Event description:
It was reported that the procedure was halted by the controller during the preheat cycle due to a heater error. The catheter was replaced and the event recurred as before. The procedure was aborted uneventfully, and the catheter was withdrawn from the patient. Forty-eight hours later, the patient presented to the hosptial with vulvitis and was admitted. On examination, burns were noted on the central cervic and one labium. The patient was treated and has, by physician's examination, recovered completely without scares within 3 weeks. The patient reportedly has a retroflexed uterus, but the physician felt he had maintained the proper catheter axis.